Manufacturer narrative:
The device history record (DHR) for lot 16f215662 indicates that no defects were found in (B)(4) samples inspected from each lot. Because a sample was not provided, an analysis cannot be conducted. A possible root cause may be the scale challenge for weight count that may not have been set up correctly on the autobanders added variables such as material variances could have contributed to a weight discrepancy for the scale on the autobanders. Product originates from the manufacturing facility and then goes to another source to be used. It is also possible that sponges could have been miscounted during the outside process such as kit packaging. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Counts are performed as part of the criteria for in-process inspection. This evaluation is performed at a tightened sample size for miscounts. A formal corrective and preventative action (CAPA) was initiated to address the miscount complaints for vistec products. During this CAPA, the off line banding equipment was discontinued. Reversal of the autobander trays were performed to tighten the bands. A rotation of stacked sponges will be removed from the process and validation activities will be performed. This CAPA is currently in the implementation stage. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response. Finished goods testing is currently being performed at a heightened level for products packaged using banded 10's for miscount. This heightened testing is performed to ensure containment for the reported condition. There were no samples submitted with this complaint. The reported condition could not be confirmed. Complaint shall be reopened if a sample is received.

Manufacturer narrative:
Submit date: 2/9/2017. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with surgical gauze. The customer states the banded gauze contained only 9 instead of 10 pieces.